Event description:
This was from the vast nurse: physician was inserting a central venous catheter. Guidewire was threaded without incident. Central venous catheter then threaded over the guidewire. The guidewire stuck, then snapped when physician removing the wire from the inside of the catheter. The guidewire was immediately inspected for fracture/damage. The guidewire appeared to have "sprung", leaving the j-tip intact. Chest x-ray following procedure did not show any evidence of a fragment of guidewire in patient. Manufacturer response for quad lumen central venous catheterization kit, arrow (per site reporter). I had to leave a message with vascular complaints.